Event description:
Reporter stated facility experienced one incident of tubing leak during prime of unknown therapy. It was reported that leakage was coming out of perforated holes noted in the tubing. It was reported that there was no patient or staff injury.